Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited a painless shock impedance measurement of 155 ohms. Technical services discussed considering assessing the system placement. Additional information indicates that the s-ICD systema exhibited high shock impedance measurements again. The plan was to reposition the electrode, however, this was stuck along sternum and when doctor pulled back, it started to separate. After that, the physician decided to replace the s-ICD system. No additional adverse patient effects were reported.